Event description:
The subject device was implanted on 1/22/97 during an anterior cervical fusion of c1-c6. Post-operatively, it was found that the device had fractured, and on 1/25/99, it was removed.